Event description:
The manufacturer received information alleging a ventilator showing an error related to an active exhalation valve failure. The device was received and evaluated by the manufacturer where the complaint was confirmed. The flow sensor was replaced to address the reported issue.